Event description:
Laser fiber fired at point other than the tip during a lithotripsy of the kidney. During case by dr, urology. Fiber was 200 micron fiber used with lumines holmium laser. Date of use: 2007. Diagnosis or reason for use: kidney stone. Event abated after use stopped: yes. Event reappeared after reintroduction: no.